Manufacturer narrative:
Product complaint(B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The purpose of this MDR submission is to report the findings of the device investigation. The embolic coil was kinked and stretched. The findings meet us regulatory reporting criteria. Section d2b ¿ procode: krd/hcg . Section e1. Initial reporter phone: (B)(6) . A non-sterile galaxy g3 mini 2mm x 6cm was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and it was noted that the coil was returned inside the introducer. Under magnification, the embolic coil was found to be severely stretched and kinked. However, remained attached to the resistance heating (rh) by the exposed internal blue fiber. No other damages were noted in the device. The issue documented a coil that could not be inserted on the microcatheter was confirmed based on the appearance of the returned device. The stretched damage observed in the coil was not originally reported in the complaint however it could be the result of the impeded condition experienced during the procedure. Stretching can occur during procedure handling where force may have been inadvertently applied. According to the risk documentation, friction and difficulty to advance are potential issues that can occur during microcoil placement due to continuous saline flush not being established, which can result in coil stretching. Coil stretching is a known potential issue associated with the use of this device. The instructions for use (IFU) provide proper handling instructions for the device to prevent such issues from occurring. There is no indication that the issue reported is a result of a defect inherently related to the device. A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint condition were identified. As part of cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Therefore, no CAPA activity is required. It should be noted that multiple factors could cause product failure. The instructions for use (IFU) contain the following precautions: if unusual friction is noticed during advancement or retraction of the microcoil system through the introducer, open the rhv main valve, and partially withdraw the distal end of the introducer to expose its tip within the rhv. Tighten the rhv main valve and flush the y-connector of the rhv with sterile saline and verify that fluid exits the slit in the clear portion of the introducer. If unusual friction is still noticed during advancement or retraction of the microcoil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire microcoil system and examine for damage. Replace it with a new microcoil system. If friction still exists, withdraw and examine the delivery catheter system. If repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during a coil embolization to the middle cerebral artery, a galaxy g3 mini 2mm x 6cm coil (glm920060, 30937899) became impeded at the proximal end of the microcatheter (other brand) and could not advance any more. The doctor only removed the coil from the patient's body and replaced it with a new coil to complete the surgery. The microcatheter was not replaced. There was no patient injury reported. Additional event information received indicated that the event did not result in any undue procedural delay that could be considered clinically significant. Blood vessel diameter was about 2.8mm. The device did not appear damaged at any time. There was nothing obstructing the microcatheter. A continuous flush was maintained. Based on the product analysis of the device received, the embolic coil was kinked and stretched.